Manufacturer narrative:
Unit received with blank display due to severely moisture damage noted on battery tube compartment. Pump unable to download and verify low battey alarm due to blank display. Unit received with moisture damage noted on motor, vibrator motor and electronics assembly. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, cracked keypad overlay at select button and scratched case.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm and constant low battery alarm. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.